Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Isi requested the customer return the sureform 60 reload(s) involved with this reported event, but products have been received at this time. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. The stapler logs for this procedure were reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs show a sureform 60 stapler instrument was installed on the system on arm #4 five times and fired 3 reloads (2 green, followed by 1 blue). There was no firing attempted on installs 1 or 4. On installs 1 and 3, the system failed to detect the reload color and the user manually selected the blue reload (install 1) and green reload (install 2) via the user interface on the surgeon side console (ssc) touchpad. There were no stapler related errors in the logs for this instrument. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted lar procedure, a staple line leak occurred. It is unknown how the leak was resolved and what effect it had on the patient¿s health. Note: refer to medwatch report (MDR) with patient identifier # (B)(6) for MDR submission of the same event reported against a blue sureform 60 reload.

Event description:
It was reported that after completion of a da vinci-assisted low anterior resection (lar) procedure, a staple line leak occurred. It is unknown how the post-operative leak was discovered. The staple line was reportedly formed with the sureform 60 and an unknown colored reload. It is also unknown how the leak was resolved. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
On 07-feb-2023, intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon performed a leak test intra-operatively that came back negative. The patient was discharged, but returned to the hospital about a week later with discomfort. A CT scan showed a small leak from the corner of the staple line. This patient did not receive a secondary procedure to resolve the issue. The patient was hospitalized and given unspecified medication to resolve the leak. The surgeon noted that the rectum tissue was thicker than normal, but did not think it would be a problem when stapling it. The surgeon sutured around the staple line as much as possible to secure the staple line. The surgeon said the staple line leaked posterior to where he could not suture. The surgeon reported that he had used a circular staple for this procedure, but it was a da vinci staple line that leaked.

Event description:
Refer to h10/h11 for follow-up information.